Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that once the sensor glucose reading was 57 mg/dl and the insulin pump alarmed threshold suspend. Customer's checked their blood glucose reading and it was high over 250 mg/dl. Customer treated the blood glucose readings with the insulin pump. No further information reported.